Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a total loss of power was confirmed through log file analysis performed in a separate investigation. No log files from the reported event date were submitted for review. The customer suspects that the patient experienced a loss of power when connected to his mobile power unit and the backup battery was not able to function properly; however, this could not be confirmed. The root cause of the reported total loss of power could not be determined off the information provided. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including no external power alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the event log file data captured controller clock corrupt associated with dates of february 2000. Per technical services, these events were indicative of a total loss of power 78 days prior. The estimated date of the total loss of power was (B)(6) 2025. On (B)(6) 2026 the ventricular assist device coordinator reported that this patient in particular was experiencing backup battery faults that they were either ignoring or not informing staff of. The clinician stated that their "best guess" was that the patient experienced a loss of power when connected to the mobile power unit and the backup battery was not able to function properly. There were no log files from the event.